Event description:
On two separate occasions, 25 foot oxygen tubing that should be one solid unit of tubing became separated at the juncture where the tubing meets the connector end of the tubing. It appears that the two parts were never fused together as tubing usually is. I was wearing the tubing connected to my oxygen canula on both occasions and tubing came apart during normal household activities. The first occasion resulted in numbness in my extremities before I noticed the disconnection and could have been deadly had I gone to sleep without discovering the problem. Initially I assumed that I received a rare, faulty hose the first time this happened, but after the second hose failed, realized this is a larger problem and that other oxygen users should be made aware. Reference report: mw5116419.